Manufacturer narrative:
A review of the complaint record indicated that the alleged issue was deemed to be one of power/intermittent power, related to the cracked battery compartment.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time: use error should be considered as the IFU states the patient should not use a damaged pump.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the battery compartment was cracked and had moisture present inside. The cracked compartment was first noted in (B)(6) 2015. The patient was admitted to hospital through the emergency room on (B)(6) 2015 with a diagnosis of diabetic ketoacidosis (dka). Treatment included IV fluids. This complaint is being reported because the moisture issue was not resolved and the patient experienced dka.